Manufacturer narrative:
Preliminary analysis showed that the device reset was caused by a corruption in device memory. The root cause of the corruption could not be identified with certainty, but it could likely be a single event upset (seu). Normal device operation has been restored.

Event description:
During scheduled follow-up on (B)(6) 2015, a warning message was displayed indicating that one device reset occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During scheduled follow-up on (B)(6) 2015, a warning message was displayed indicating that one device reset occurred.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During scheduled follow-up on (B)(6) 2015, a warning message was displayed indicating that one device reset occurred.